Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified one extended opening, brown particles in fill channel, void >1 mm in non-textured and some fold creases. A microscopic analysis and leak test were performed which identified one extended striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one openings striated in the side anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.